Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited impedance issues and noise. The patient was hospitalized for a lung infection. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.